Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent interstim stage I placement on (B)(6) 2012, due to urge incontinence. It was reported that patient underwent interstim stage ii placement on (B)(6) 2012, due to urge incontinence and successful interstim stage I placement. It was reported that patient underwent replacement of right s3 neurostimulator lead on (B)(6) 2013, due to abnormal impedance testing. It was reported that patient underwent explant right s3 lead & implant new left s3 lead on (B)(6) 2015, due to abnormal impedance and right buttock pain. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent endometrial ablations with hysterectomy, cystoscopy and posterior colporrhaphy due to premenopausal menorrhagia and pelvic relaxation due to rectocele.